Event description:
During a 2-level acdf procedure, the surgeon was unable to place a device component which is designed to prevent screw back-out. According to the initial rptr, the surgeon had over angulated the cephalad screws beyond the prescribed limits. This potentially caused interference between the two components. The surgeon completed the surgery without further incident.

Manufacturer narrative:
Info received indicates that the surgeon did not follow prescribed technique for use of the device. This event is being reported as part of a retrospective review of the company's complaint records. The company has recently re-evaluated this event based on new info and has determined that the event may be MDR reportable. Accordingly, the company is submitting the report in an abundance of caution to ensure full compliance with 21 cfr part 803.